Event description:
A zoll patient service representative called zoll customer support to report that a (B)(6) female patient's battery charger/modem was not recognizing a battery. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not recognizing battery) was confirmed. Upon investigation liquid contamination was found on the battery board. The contamination corrupted the memory of component u13 on the bedside board, causing the charger/modem to fail to recognize a battery. U13 is an 8-bit cmos micro-controller. The root cause for the liquid contamination could not be positively identified but was likely liquid ingress. No adverse event resulted from the contaminated battery board. The patient received a replacement battery charger/modem.